Manufacturer narrative:
The manufacturing records for amds40-es, lot c2459289b (finished goods) and c2459205a (sterile sub-assembly) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation there was one (1) ncr associated with the sterile sub-assembly lot c2459205a: ncr 2070: parts sealed against incorrect lhr were found. The ncr was unrelated to the complaint. A complaint was reported to field assurance by an artivion project manager on 24mar2025 (study team first became aware on 25jun2024) associated with a patient residing in the united kingdom (UK) and a participant of the protect registry study. The complaint indicates the patient experienced an adverse event that is "unlikely" related to the amds device and "probably¿ related to the implant procedure. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. Patient mid-004 is a 73-year-old female who had an amds-40-40 (serial #/lot #: (B)(6)) implanted on (B)(6) 2022 at the (B)(6) hospital, located at (B)(6) the responsible investigator for the amds study is mr. (B)(6). Adverse event # 1 reported a "stroke" with an onset date of (B)(6) 2022 (3 days post-operation) with an unknown end date. The ae form described the event as ¿patient had poor response on waking from sedation, CT angio showed right cerebellar infarct but patient had no neurological deficits otherwise". The event was deemed "unlikely" related to the amds device and "probably" related to the implant procedure. There were no pre-existing condition or acute disease that caused or contributed to the event. The event led to serious adverse event due to ¿in-patient hospitalization or prolonged existing hospitalization". The patient was already in the hospital, no treatment was provided, and the event outcome was documented as resolved. It is important to note that amds device was not removed, and the patient remained in the study. No additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note "neurological complications and subsequent problems (e.g. Transient ischemic attack (tia), stroke, neuropathy)" are listed in the instruction for use (IFU) as potential adverse events. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. There was one (1) ncr associated with the sterile sub-assembly lot c2459205a: ncr 2070: parts sealed against incorrect lhr; the ncr was unrelated to the reported event. An adverse event was reported. However, no specific device malfunction or failure modes were reported; there were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Should additional information be obtained at a later date regarding potential failure modes, an updated risk assessment shall be performed. This complaint reports and ae and does not specify potential causes of failure. As such, no risk occurrence analysis was performed in this report. Per the clinical report, ¿health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks¿. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Manufacturer narrative:
Please note hde number: (B)(4). This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report received via email on 24march2025, the protect study patient experienced a stroke on (B)(6) 2022. Patient had poor response on waking from sedation, CT angio showed right cerebellar infarct but patient had no neurological deficits otherwise.